Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -14.00/+4.50/84 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to glare/haloes. The explant resolved the problem.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).